Event description:
A caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. This shutdown caused the customer's blood glucose level to exceed 500 mg/dl, though the highest value was unknown. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). The customer was advised to uninstall and reinstall the mobile app, but they declined to do so.